Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was unknown mg/dl. The customer stated she has air bubbles in the reservoir that were bigger than champagne size. The customer was advised to change infusion set. The customer stated that the air bubbles did not persist after set change. The customer was advised to monitor and call if problems persist.